Event description:
It was reported that the customer was in the emergency room due to high blood glucose. The blood glucose reading at time of call was 532mg/dl. It was stated that the customer did several boluses and the insulin came out. It was stated that the customer experienced nausea and vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the nurse to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The time, date, and basal rates were correct, but the bolus wizard settings were unknown. The nurse stated that the insulin pump was not delivering her insulin. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, intermittent button response noted during testing due to corroded keypad traces. Cracked case on the display window corners and broken belt clip slot noted.